Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was a right heart catheter procedure. Access was gained via the right brachial vein. A 014 hi-torque bmw hydro guide wire (gw) was advanced to the target lesion without issue, however, during an exchange of a micro catheter with a 4french sheath, it was noticed that the bmw wire shifted from its position. Imaging was performed and it was confirmed that the bmw wire had separated into two pieces in the anatomy. Access was gained via the right femoral vein with a snare device to capture the separated piece of wire, and as they were pulling the separated wire back into the sheath for removal, the wire separated a second time. A trek 4x15mm balloon was then advanced to pin the second separated piece of wire, and both separated pieces were pulled back into the sheath and removed all together. The procedure was aborted upon removal of the separated guide wire pieces from the anatomy. The patient remained in the hospital overnight, not for observation but to continue the right heart catheter procedure the next day. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties and subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.